Manufacturer narrative:
H3: analysis of the recharger (B)(6) found that led¿s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the activa rc wireless recharger was unboxed and recharged as a step of checking before the patient received it. The recharger flashed a red light and could not charge. It was also reported that the serial number on the box did not match the device inside, indicating a packaging error. Troubleshooting was attempted by unplugging the recharger for five minutes and trying again, but the same problem occurred. The issue was not resolved at the time of the report. There was no patient involved.